Event description:
It was reported that patient received inappropriate therapy due to oversensing. An externalized conductor was observed via fluoroscopy. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).